Manufacturer narrative:
The customer returned 2 used devices for evaluation. A crack was observed on the female luer of each set. The reported complaint of leakage can be confirmed due to the crack found. The probable cause is due to a material issue on a vendor supplied part. Corrective actions are in process. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the customer reported leaking at the connection to peripheral intravenous (piv) catheter when flushed to 2 j-loops when putting in piv. The incident occurred nicu mcsa but the original procedure intended was unknown. The customer stated that there were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement, however, harm was not reported as a consequence of this event.